Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
A mother called abbott diabetes care on behalf of her (13-year-old child) son who was receiving low readings on his adc freestyle libre sensor compared to readings obtained on a competitor brand meter. No comparative readings were provided however, customer experienced symptoms described as "vomiting, nausea and no energy" and was unable to treat himself. On (B)(6) 2019, customer was taken to a hospital where he was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous fluids and kept under observation. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother called abbott diabetes care on behalf of her ((B)(6) year old child) son who was receiving low readings on his adc freestyle libre sensor compared to readings obtained on a competitor brand meter. No comparative readings were provided however, customer experienced symptoms described as "vomiting, nausea and no energy" and was unable to treat himself. On (B)(6) 2019, customer was taken to a hospital where he was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous fluids and kept under observation. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.